Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired. These claims were allegedly caused by the patient's exposure to the product which was administered during dialysis treatment.